Event description:
It was reported that a patient experienced a pericardial effusion. During a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation a farawave was selected for use. After completing the ablations, a small amount of pericardial fluid was observed through the intracardiac echocardiography (ice). The vital signs were stable and no intervention was required. The patient was kept for observation.

Manufacturer narrative:
Detailed product information was not provided to bsc as the device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.